Event description:
There was no patient involved in this event. After investiagtion membrane failure detected.

Manufacturer narrative:
Initial awareness date was incorrect, we were not aware of any malfunction until 12 nov 2018. The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 15th february 2010. The random nature of the events stored in the memory and the 10 minute timeouts, would suggest the device was switching on automatically. Experience has shown that it is reasonable to conclude that these symptoms may be attributed to a membrane failure. The returned sam 300p is now outside of its warranty period and will be scrapped.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. After investigation membrane failure detected.